Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with his artificial urinary sphincter. A revision surgery was performed in which the cuff was removed and replaced with a 4.0 cuff size. There were no further patient complications.